Manufacturer narrative:
(B)(6). Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode with the incident lot concerning packaging was observed, however the customers indicated failure mode of molding defects was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® flashback blood collection needle had molding defect and damaged packaging. No serious injury or medical intervention.